Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were having sensor glucose discrepancies. The customer had a sensor glucose value of 43 mg/dl but their blood glucose value was 146 mg/dl. The caller states that the insulin pump suspended because of the low sensor glucose value. The caller did not have the insulin pump with them to troubleshoot with. The caller states that they have been having the issue ever since the sensor was inserted. They were advised of possible troubleshooting steps. The product will not return for analysis.